Event description:
Reporter stated that patient's blood glucose measured 369 mg/dl, while using the suspect device. Reporter dosed patient's insulin based on this result. Reporter indicated that, 20 minutes later, pt was not feeling well, and was transported to their physician's office. Reporter stated that patient's blood glucose measured 120 mg/dl (using their physician's blood glucose monitor). Patient's physician stated that "they may have bottomed out and come back up." Additionally, physician advised that pt needed a new blood glucose monitoring device. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.